Event description:
During service of the unit a won't cycle condition with all leds and constant single tone alarm was found. Replaced integrated circuit u9 on the logic board to correct the failure mode.